Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". The patient's medical history included c-section. Concurrent conditions included uterine fibroids, dermoid cyst of ovary and uterine bleeding. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) for bleeding genital, irregular menstrual cycle and hormonal imbalance. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage ("general abnormal bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abscess ("abscess") and was found to have hormone level abnormal ("hormonal changes describe: major shifts"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, hormone level abnormal and abscess outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abscess, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011 & (B)(6) 2010. Received treatment for pain, bleeding and migration -yes. Insertion details: 5 coils trailing on left and 2 on right at completion. Discrepancy noted in essure date of removal: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received new reporter information was added. New event added abscess. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". The patient's medical history included c-section. Concurrent conditions included uterine fibroids, dermoid cyst of ovary and uterine bleeding. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) for bleeding genital, irregular menstrual cycle and hormonal imbalance. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage ("general abnormal bleeding"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abscess ("abscess") and was found to have hormone level abnormal ("hormonal changes describe: major shifts"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, hormone level abnormal and abscess outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abscess, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2011 & (B)(6) 2010. Received treatment for pain, bleeding and migration - yes. Insertion details:5 coils trailing on left and 2 on right at completion. Discrepancy noted in essure date of removal: (B)(6) 2018,19 (B)(6) 2018 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". The patient's medical history included c-section. Concurrent conditions included uterine fibroids, dermoid cyst of ovary and uterine bleeding. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) for bleeding genital, irregular menstrual cycle and hormonal imbalance. On (B)(6) 2010, the patient had essure inserted. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes describe: major shifts"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation and hormone level abnormal outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011 & (B)(6) 2010. Received treatment for pain, bleeding and migration -yes insertion details:5 coils trailing on left and 2 on right at completion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: pfs & mr received. New reporter's was added. Added event perforation (fallopian tube(s)), abnormal bleeding (vaginal), hormonal changes describe: major shifts. Medical history, concomitant conditions were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011 & (B)(6) 2010. Received treatment for pain, bleeding and migration yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs received- new events added: dysmenorrhea (cramping),pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration were added. Outcome of events pain and bleeding from unknown to recovered/resolved were updated. Reporter information was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.